Event description:
Meter name: suresteppro. Strip name: suresteppro test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. The customer reported that the strips "could produce wrong results". The test strip allegedly had a blue confirmation circle. The customer performed a low control soluton test on the meter using the test strip and received a result of 119 (units not specified). The low control range was 30-50 (units not specified. There was no comparison between the customer's meter and any other device. There was no treatment. The customer reported that during linearity testing they found a test strip with a faint blue line on the pink square area and a blue confirmation circle. No further info has been reported.